Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer's blood glucose level was 149 mg/dl. It also stated that troubleshoot was performed and power error recurred within a week of troubleshooting of previous occurrence. The customer was no longer able to troubleshoot for insulin flow blocked alarm. The customer was advised to discontinue use of insulin pump. The insulin pump did not alarmed power loss alarm at the time of call. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Pump error 25 and unexpected battery power loss alarms due to j6 connector resistance issue.